Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, user was advised to re-link their sensor. After successful sensor re-link, blood glucose and sensor glucose showed better agreement. It was recommended to the user that they should continue using the system, calibrating as requested. Upon review of the dms, the user was using the system with up to date information.

Event description:
On 10 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.